Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10 UDI -(B)(4). The catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a lumber drainage catheter (ID 821707 - codman lumber catheter kit) became disconnected after the implant procedure, in the critical care ward following turning of the patient. Some csf loss, drain was removed with no delays or adverse consequences.